Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04153. Concomitant medical products: m2a-magnum mod hd sz 44mm catalog#: 157444 lot#: 712960, taperloc por fmrl 10x140 catalog#: 103204 lot#: 034650, m2a-magnum 42-50mm tpr insrt-3 catalog#: 139254 lot#: 301660. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip revision surgery approximately 5 years post primary surgery, due to pain, pseudotumor, implant wear and osteolysis. During the revision, head, cup and taper sleeve was removed. New cup, liner, head and sleeve were implanted.